Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, dimensional inspection, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). After the valve was removed the dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. This finding was reviewed and determined the issue of the hemostatic valve separation is an MDR reportable malfunction. Additionally, video of the complaint issue was provided by the customer to aid in the investigation. According to the video provided by the customer, resistance was noted when it tried to advance the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, however, there is no evidence of a dislodgment of the hemostatic valve. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation. It was initially reported by the customer that the inner sheath couldn¿t advance in the outer sheath due to the impediment. There was no physical damage noticed on the sheath or dilator. There was no occlusion when irrigating the sheath. The sheath was not blocked partially or completely and it is unknown if they could move the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium or if it was stuck. The second catheter was used to complete the operation. There was no report on adverse event on patient. The customer¿s reported resistance with the sheath is not considered to be MDR reportable since an increased potential for patient injury is remote. On (B)(6) 2022, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve was dislodged inside the hub of the device. This finding was reviewed and determined to be an MDR reportable malfunction.